Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: was the needle piece removed from the patient? Yes. Was the procedure completed successfully? Yes, no patient consequence.

Event description:
It was reported that a patient underwent a splenectomy on (B)(6) 2022 and suture was used. During use, the operating team noticed that one of the sutures had pulled off from the needle. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/16/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h6 component code: g07002 unable to investigate further additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one winding former with an undispensed suture of product code z2017h was received for evaluation. The product code is single-armed, and the needle was not received for evaluation. In addition, there is enough impression and insertion of the needle on the suture end. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.